Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a broken/fractured condition, with the distal end deployed within the lumen of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The microcatheter was noted to be intact and was cut in order to remove the distal end of the stent. All 3 marker bands were present on both ends of the stent. Functional inspection could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the stent entered the microcatheter through the y-valve. During advancement, the physician encountered resistance and continued to push forward however, still felt significant resistance. The physician withdrew the delivery wire and found that the stent had deployed and broken in half. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. Based on review of all available information the reported event of ¿stent difficult/unable to advance or pullback through catheter¿ and ¿stent deployed prematurely during retraction/re-sheathing¿ could not be replicated, however, the analysis results are consistent with the reported event and will be assigned a probable cause of procedural factors and the reported event of ¿stent broken/fractured during preparation¿ was confirmed visually and will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The analyzed events of ¿stent deformed¿, ¿stent broken/fractured during preparation¿ and ¿stent deployed prematurely during use¿ will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
The stent (subject device) was returned for analysis and was noted to be deformed and was broken/fractured during preparation. Also, the subject stent was noted to be deployed prematurely during use within the microcatheter. The subject device was reported to be replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.